Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when the bd safety-lok¿ tube was removed the rubber sleeve from the end of the needle was not closing properly, it goes to the side exposing the needle, therefore the remaining blood was left in the plastic tubing flows out to the vacutainer. No serious injury or medical intervention reported.